Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition related to the battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition related to the battery. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue. No repairs were completed. The device was scrapped.